Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer stated that the night before, he started at 305 mg/dl and after supper and bolus; it went over 600 mg/dl but did not receive any alarms or alerts. The morning of the call he was at 466 mg/dl at first and went up to 554 mg/dl. The customer was treating with the insulin pump and manual injection since his blood glucose would not come down. Current blood glucose was 501 mg/dl. The drive support cap is recessed. Customer declined to check for set or insulin issues and the settings. The cannula was straight and the insulin pump passed the high pressure test. Customer was advised to change the entire infusion set and reservoir and doctor to discuss the problem.